Event description:
Information received indicates the siderail is not latching properly.

Manufacturer narrative:
The technician isolated the issue to a missing bolt for the siderail latch. The technician replaced the siderail latch bolt to repair the bed.